Event description:
Treatment of an avm with onyx. During procedure, it was reported the catheter became entrapped in the onyx cast and was left in the pt. The catheter was successfully removed the next day during avm surgical intervention. The pt status was reported as "fine with slight neurological deficit". Same event as MDR # 2029214-2008-00165.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was consumed.